Manufacturer narrative:
The lead was capped for unknown reasons. As received, a partial lead was returned in one two pieces for analysis. Electrical testing did not find indication of conductor fractures or internal shorts. Conductor discontinuities were due to procedural damage. Additional findings were observed during analysis: visual inspection found multiple external insulation abrasion breaching the right ventricular and ring electrode cable lumens at the proximal region of the lead with the inner coil lumens and cables intact in these regions consistent with friction to the device can. Additional findings found multiple internal insulation abrasion breaching the ring electrode cable lumen, right ventricular cable lumen and inner coil lumen between shock coils with ring electrode ethylene tetrafluoroethylene (etfe) cables coating also found to be abraded. The polytetrafluoroethylene (ptfe) liner of the inner coil found intact in these locations.

Manufacturer narrative:
Correction: section h9 "date returned to manufacturer" should have been (B)(6) 2026.

Event description:
It was reported that this right ventricular (rv) riata lead was capped in 2015 for unknown reasons and explanted (B)(6) 2026. The patient was stable.